Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer's blood glucose level was 119 mg/dl. Customer reported that the insulin pump had motor error and watch dog anomaly. Customer has been advice to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No watchdog timeout alarm and no motor error alarm noted during test. Motor passed motor test.